Event description:
Info received indicates there is no function from the left siderail due to a frayed siderail cable at the pivot point with exposed wires.

Manufacturer narrative:
The technician replaced the damaged siderail cable to repair the bed.